Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Boston scientific technical services recommended device replacement because of this anomaly. Additionally, the device was re-evaluated and the device replacement window was extended. When this device is replace in the future, this report will be updated. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Boston scientific technical services recommended device replacement because of this anomaly. Additionally, the device was re-evaluated and the device replacement window was extended. When this device is replace in the future, this report will be updated. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.